Event description:
A luminometer chain jam occurred during the time that a patient sample was tested for intact parathyroid hormone (ipth) on an immulite 1000 instrument. The patient was in surgery when the sample was received by the laboratory. The customer stated that there was a delay in surgery and samples were sent to their special chemistry department for testing. There are no known reports of patient intervention or adverse health consequences due to the delay in obtaining ipth results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer discovered the luminometer chain baffle disconnected. The ccc performed troubleshooting with the customer to clear the luminometer chain jam. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found a loose luminometer baffle and the reaction cups jammed inside the luminometer. The cse removed the reaction cups from the luminometer, adjusted the chain tension and the barcode reader voltage and speed. Quality controls were run, resulting within range. The cause of the delay in obtaining ipth results was due to a luminometer jam. The instrument is performing according to specifications. No further evaluation of the device is required.